Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.211.022s, lot: l981945, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 19.july 2018, expiry date: 01.july 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 04.211.022, lot: h625163. Manufacturing location: monument, manufacturing date: 24-apr-2018, part number: 04.211.022, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm, lot number: h625163 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.022.999, 2.8mm ti screw blank 22mm 02.7 variable angle w/sd8 lot number: h504109 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: h496003 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h494830 lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report dated 30-oct-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery due to bone union. During the procedure, the surgeon found that the head parts of three locking screws were broken. Because the head parts were broken, the screws could not be removed, and the screw shafts remained in the bone. The surgeon shaved the bone around the screws with a hollow reamer, and finally removed the 3 screw shafts with an extraction bolt. As a result, three large holes were made in the bone. The surgery was completed filling artificial bone in the three holes. There was a thirty (30) minute delay. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm. This is report 1 of 3 for (B)(4) and captures the intraoperative action taken by the surgeon. (B)(4) captures the broken screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.